Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No sticky buttons noted. The insulin pump passed the prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratched display window, cracked case on the upper right side at display window corners, cracked reservoir tube lip, cracked reservoir tube window corner and cracked battery tube threads. No cracked pump screen noted.

Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump, a button was sticking, and there was a crack on the insulin pump above the screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.